Manufacturer narrative:
The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Pump passed functional tests including displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests. Unit was programmed with multiple basal rates and monitored. The basals were delivered and recorded properly in basal review screen. No basal anomaly noted. Unit was received with normal operating currents and no unexpected off no power alarm, low battery alarm, weak battery alarm, battery out limit alarm or failed battery test alarm noted. Unit was received with cracked case at display window corner, cracked lcd window, minor scratched lcd window, cracked beltclip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 459mg/dl. The customer treated with manual injection. Customer indicated that their doctor has been contacted and their blood glucose value was 158 mg/dl at the time of the call. Troubleshooting was performed and found that the site is changed every 2 to 3 days and the drive support cap appeared normal. There were no leaks, air bubbles, site or insulin issues. The device settings were correct. Customer mentioned failed battery and was found that the battery compartment was clean. The customer did not have a tubing clamp and was advised to call back when it was received for further troubleshooting.